Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular (rv) lead kept on retracting during the lead deployment. After which, the rv lead exhibited high pacing impedance and failed to capture. The lead was not used and replaced during procedure. The patient was stable.